Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 95% stenosed target lesion was located in the mid circumflex (cx) artery. As the 2.75x24mm omega stent was inserted through the hemostatic valve the physician encountered resistance advancing the device and the stent was damaged. As the device did not enter the patient anatomy no patient complications were reported and the patient status is stable. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 95% stenosed target lesion was located in the mid circumflex (cx) artery. As the 2.75 x 24 mm omega stent was inserted through the hemostatic valve the physician encountered resistance advancing the device and the stent was damaged. As the device did not enter the patient anatomy no patient complications were reported and the patient status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - returned product consisted of an omega stent delivery system (sds) and stent with no original packaging or other devices. There was contrast in the inflation lumen. The crimped stent was centered on the tightly folded balloon. There were bent and stretched struts at the distal end of the stent. The distal tip was damaged. There was no evidence of material or manufacturing deficiencies that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).